Event description:
On two separate dates ((B)(6) 2020 and (B)(6) 2020) an ICU medical cstd chemolock vial spike 20mm was used to puncture a 300mg/50ml multidose vial of paclitaxel. The product then leaked out near the area of the puncture onto the hands of the compounding technician. FDA safety report ID# (B)(4).